Event description:
It was reported this lead had dislodged and perforated causing loss of capture and high defibrillation thresholds. It was noted as a result of the perforation, there cardiac tamponade causing pericardial effusion. The patient experienced pain and discomfort. Subsequently a pericardial window surgery was required to drain the excess fluid and the lead was explanted and replaced. There were no additional adverse patient effects reported.